Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The evaluation confirmed the reported complaint. The main pcb was replaced to resolve the issue. The unit passed all testing. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and had a power source detection issue. There was no patient harm or serious injury reported as a result of this incident.